Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, beginning (B)(6) 2015, 529 ventricular sic; no episodes available to verify lead noise oversensing and inappropriate shocks. (B)(4).

Event description:
It was reported that the physician complained that during a heart transplant, the implantable cardioverter defibrillator (ICD) inapp ropriately shocked. During surgery, the old heart along with the implanted leads were entirely replaced. The leads were cut off somewhere in the superior vena cava (svc) prior to replacing the heart. When the new heart was placed, the surgeon complained that the device with the remaining cut leads shocked. The surgeon removed the device with the remaining leads and placed the device in a bowl with water. Surgeon insist that inside the bowl the device was shocking. The device was interrogated by the physician after the procedure, and the therapies were disabled before the procedure. In addition, data review confirmed that ventricular fibrillation (vf) was disabled prior to procedure, and last know device appropriate shock occurred approximately two years prior to event. However the physician insisted that the device inappropriately shocked. As planned, the ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Analyst commented, there were no anomalies observed regarding the returned 2.5 centimeters lead proximal segment. The full lead was not returned.